Event description:
A (B) (6) female patient was implanted with an acticon device on (B) (6) 2007. On (B) (6) 2008, the cuff was revised. On (B) (6) 2010, the entire device was removed and replaced due to erosion.

Manufacturer narrative:
Additional catalog #s: 72402287, 72401980; (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual. Unable to confirm if the event is related to a device malfunction, device has not been returned for analysis. No conclusion can be drawn at this time.